Manufacturer narrative:
(B)(4).

Event description:
It was reported high impedance was observed. The lead was scheduled for lead revision. During the procedure, the distal portion of the lead was found damaged and caused pulmonary embolism. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
A partial lead with the connector pin measuring 64.0cm was returned for analysis. A fracture of the inner coil was found at the distal end consistent with fatigue.